Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (power issue) issue. It was alleged the pump lost power when the battery cap secured to the pump, but powered up when the battery cap was loosened. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-nov-2018 with the following findings: review of the black box data revealed multiple records of unexplained power on reset events on (B)(6)2018. On investigation, the battery compartment was noted to be cracked and the threads on the returned battery cap were stripped. With the damaged cap on the pump, the reported power issue was duplicated as the cap was unable to maintain electrical connection. A test cap was placed on the pump and the pump was able to power on with ez-prime steps successfully completed. The pump was exercised without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components.